Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information provided confirmed the patient required repair of femoral artery injury.  The patient is noted to be doing ¿fine¿.  The sheath was rehydrated just before insertion.  The fine adjustment wheel of the delivery system was turned all the way.  The 5 final crimp process was followed with each full crimp held for at least 5 seconds down to the final stop.  The vessel was not predilated and the sheath was not difficult to insert into the patient.  The sheath was inserted into the patient and during delivery system insertion up the strain relief.  There was no kink in the sheath or the delivery system.  The guidewires were inserted to the sheath prior to the delivery system.  The valve was stuck in the sheath distal of the laser mark.     The axela sheath was not returned to edwards lifesciences, as it was discarded by the facility.  No images of the device were provided for review. During manufacturing the axela devices undergo multiple inspections.  All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis.  These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint event. A design history record (DHR) was performed and revealed no issues that could have contributed to the event.  A lot history review was performed and revealed no similar complaints.  A review of the complaint history of the past 12 months, from july 2018 to june 2019, revealed other returned complaints for the reported event.  No manufacturing nonconformances were identified.  Review of complaint history revealed more than 3 complaint occurrences per month for the past 3 consecutive months, therefore this met a trigger for review.  A CAPA has already been initiated and is in the implementation phase.  The axela instructions for use (IFU), the ultra IFU, the preparation training manual and the edwards sapien 3 ultra procedural training manual were reviewed for instructions involving device preparation and use.  Per the training manual, while using the fine adjustment wheel, ensure the balloon catheter is fully retracted into the flex catheter.  Orient the delivery system with the flush port pointing away and the edwards logo facing up.  Insert the loader until it stops.  Keep loader completely inserted in sheath until just before delivery system removal at end of procedure.  Advance the delivery system with the edwards logo facing up, through the sheath until the thv exits the sheath.  Consistent tactile feel until exiting sheath at tip.  Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.  If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm.  Note: in expectation of high friction, use short movements.  Caution: the thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation.  No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was unable to be confirmed.  Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis.  As a result, the presence of a manufacturing non-conformance was unable to be confirmed.  However, a review of complaint history and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint.  Additionally, a review of IFU/training manuals revealed no deficiencies.  There is insufficient information to determine a root cause.  However, the following patient access vessel characteristics can contribute difficulties inserting the thv/delivery system through the sheath:  the recommended vessel size for the axela sheath is 5.5 mm.  A small mld can prevent the sheath from fully expanding to accommodate the thv/delivery system.  Tortuosity can introduce difficult bend/angles in the insertion pathway of the delivery system/thv.  Calcification can prevent the access vessel from being straightened out properly or affect the compliance of the vessels.  A definitive root cause was unable to be determined.  A CAPA was initiated for further investigation. The cause of the vascular injury is unknown as information was requested but not forthcoming.  However, may be due to patient factors not provided and/or procedural factors (device manipulation).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during the transfemoral tvr procedure, the ultra delivery system did not pass through the axela sheath and the patient required vascular repair.